Event description:
A home patient (hp) contacted global technical services regarding a leak found on the home choice (hc) unit during prime. The hp was not connected. The hp stated the hc had finished prime, when they went to connect the 3rd line solution was coming out, they closed the clamp and solution still came out. The technical service representative (tsr) assisted the hp to end setup and start over with new supplies. A follow up was done with the nurse via phone call; the rn stated she had spoken to the home patient (hp) about the incident. The rn stated the hp had the clamp open on a line that was not connected to anything. The rn stated she has gone over the proper priming and connecting procedures with the hp. The hp had discarded the sample. The hp has continued therapy no injury or medical intervention reported as a result of this incident

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during prime. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Per the complaint information, home patient stated had the clamp open on a line that was not connected to anything. This review found the labeling adequate for the error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.